Manufacturer narrative:
Updated information: h6 med dev prob code added a01.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: cardiac perforation/patient-device interaction: the cause of cardiac perforation/patient-device interaction was unable to be determined as limited clinical details were provided and no product was returned for review. Difficult/unable to remove through other device: the cause of difficult/unable to remove through other device was unable to be determined as limited clinical details were provided and no product was returned for review. Difficult to advance: the cause of difficult to advance was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 85-year-old male patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The patient's underlying medical history was not shared. The team placed the cp into the left ventricle via the .018 guidewire as standard practice but, had difficulty removing the wire. The team had a "stuck" feeling. The team did proceed with the support but, found there was suction and low flows despite all standard troubleshooting by giving volume. Upon investigation by the physician the team observed there was a perforation of the left ventricle. The team emergently repaired the ventricle and replaced the aortic valve. The team relayed that the team had some difficulty crossing the valve, but beyond that gave no details on how/when the perforation occurred. The patient survived the unplanned surgery and pump explant.

Manufacturer narrative:
This is one of two related reports. This report represent the guide wire and another report was submitted to represent the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.